Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7078943, UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7081284, UDI: (B)(4). Product family: scs-lead fixation-MRI upn: m365sc43190, model: sc-4319, batch: 31084963, UDI: (B)(4).

Event description:
It was reported that the patient went to the emergency room (ER) as the implantable pulse generator (ipg) was coming through the skin. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device components were not returned.